Manufacturer narrative:
The actual incident device was not returned, however, five representative samples were received for examination. The samples were tested and all performed according to their specification. Without the incident sample, a root cause determination of the reported problem could not be determined. Additional information was requested from the user facility regarding the healthcare worker and patient interaction with the incident device; no response has been received to date. If additional information is subsequently received which impacts this report, a supplemental medwatch will be completed at that time.

Event description:
The user facility initially reported that a universal smoke evacuation attachment had broken and pieces had fallen into a patient subsequently requiring x-ray.